Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii gastrointestinal videoscope high energy endotherapy accessor was used without ensuring the sufficient distance from the distal end. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause could not be determined. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented and detected by following the instructions for use: instructions gif-h190 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Instruction manual bf-xt190 operation manual: chapter 4 operation: 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.